Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the long boot and software was reloaded as preventative maintenance. A loose e lectrocardiogram (ECG) connection on the link electronic module (lem) was identified. The lem board was replaced using salvaged material and was calibrated. The hinge screws, keyboard, stylus and handle were all replaced using salvaged material. The programmer passed the final functional test. (B)(4).

Event description:
It was reported that the programmer had an "extremely" long boot up time as well as that there was "always" noise on the electrocardiogram. The programmer was returned for service. No patient complications have been reported as a result of this event.